Manufacturer narrative:
Results. Investigation: batch #: 7060616 (309623): manufacturing dates: 3/04/17 - 3/06/17. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7060616 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: two sealed packaged 1ml syringes were received by bd canaan and confirmed to be from batch #7060616 (p/n 309623). The samples were evaluated. Sample #1 ¿ scuff marks and indentations were observed on the bottom web of the package at the needle end. The needle shield was found to be cracked. However, there was no damage to the needle and no holes in the package. The needle cannula was loosely connected to the slip tip and, therefore, it was attached before testing. The shield was removed in one swift motion, while the cannula remained attached to the syringe. The syringe was filled to the nominal capacity with warm tap water. The water was then forcefully expelled. The cannula did not separate from the syringe under water pressure. Sample #2 ¿ no defects and no damage to the package was observed. No damage to the syringe or needle was observed. The same test was performed for this sample as the 1st sample. The cannula did not separate from the syringe under water pressure. Please note, the cannula may loosen after the product leaves the plant before it reaches the end user. It is important to make sure the cannula is firmly attached to the syringe tip prior to use. Based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the fact that no rejectable defect was found, CAPA is not required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported by a customer that the needle pops easily under pressure of injection on a 1 ml bd¿ tuberculin syringe with 27 g x 1/2 in. Bd precisionglide¿ detachable needle during/post use. There was no injury or medical interventions reported.